Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd luer-lok¿ tip syringe had foreign matter in the fluid path. No serious injury or medical intervention reported.

Event description:
It was reported that bd luer-lok¿ tip syringe had foreign matter in the fluid path. No serious injury or medical intervention reported.

Manufacturer narrative:
Date received by manufacturer is corrected to 06/21/2018.

Manufacturer narrative:
Investigation summary: a sample was received for evaluation. The sample had embedded foreign matter from the molding process on the tip/luer-lok therefore failure mode was verified. Embedded foreign matter can occur at the startup of an injection mold/press or intermittently during the injection molding process. Degraded resin inherently builds up in the barrel and hot-runner system of the mold and press. The degraded resin can break loose and be molded into components. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. No corrective actions at this time, defect rate is within allowed quality limits per bd¿s specifications. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd luer-lok¿ tip syringe had foreign matter in the fluid path. No serious injury or medical intervention reported.

Event description:
It was reported that bd luer-lok¿ tip syringe had foreign matter in the fluid path. No serious injury or medical intervention reported.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture: yes.